Event description:
It was reported that the user missed a breakfast meal announcement and barely announced dinner while using the ilet bionic pancreas, after which blood glucose reached 207 mg/dl and trended downward. Symptoms included no acute effects. Outcomes included no alerts for severe hyperglycemia, no use of back-up therapy, no ketone testing, no professional medical intervention, and no need for assistance. Investigation included user guidance to review the device¿s meal announcement chart and monitoring. Investigation of this case revealed user error related to missed meal announcement with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement usage.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.